Event description:
It was reported per field service report: symptom - on pt (may have alarmed battery) just stopped pumping. Happened a couple of times, switched to another pump. No injury to the pt. Findings/action taken: could only get to fail in dc (on battery). Ramp on voltage decline not linear. Also shut down when moving cables at power switch. Replaced batter with s contract. Replaced power switch and cable. Performed preventative maintenance (pm) and functional checks. Replaced fo (fiberoptix) connector and display cable tie (missing). Ran three extra hours to complete checks. Pass pm and functional checks. Software level 2.23. There was no report of pt death, complications or injury. No medical/surgical intervention was required. Additional info received on (B)(4) 2012 per the cath lab manager stated that the pump had shut down 2 - 3 times. As a result, they switched out the pump successfully. They were in the process of transferring the pt from the cath lab to the ccu (cardiac care unit). The cath lab manager stated there was no delay or interruption in therapy since they had another pump available and ready to go. The pt outcome was okay with no complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.